Event description:
The customer reported to philips that the device indicated a system error. The philips field service engineer (fse) clarified that the device was indicating a therapy capacitor test error. There was no patient involvement.